Event description:
It was reported that one day post implant, the right ventricular (rv) lead had high thresholds. The lead was repositioned and post-operatively exhibited no capture. The lead was then explanted and replaced with a longer lead. It was noted that the positioning issue was due to the patient's previous myocardial infarction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.